Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was presented in the emergency room (ER) due to syncopal event. The patient was found to be in ventricular tachycardia (vt)/ventricular fibrillation (vf) above the lowest rate zone of 170bpm which was a monitor zone. CPR and external defibrillation were required to convert the rhythm. The presenting electrogram (egm) from the same day showed a paced rhythm. There were no stored episodes since june 2019. The right ventricular (rv) sensitivity was set to automatic gain control (agc) 0.6 mv. It was noted that the rv pacing impedances were around 400 ohms since implant, they were still within the range. The rv shock impedance measurements were stable at 40 ohms. Technical services (ts) suspected that there could be some undersensing as the device did not sense the rhythm. The boston scientific representative will be discussing with the clinical team. Technical services (ts) recommended to have the chest x-ray imaging performed to check on lead position and integrity. The patient might be transferred to a different facility for evaluation. This device remains in service. No adverse patient effects were reported.